Event description:
Received notification of legal claim sent by the patients lawyers letter dated (B)(6) 2012. The patient underwent revision surgery to his right sided hip replacement. It was noted that the ceramic ball had cracked. The metal stem was replaced. Injuries listed in the claim consisted of the effects of cobalt and chromium poisoning, including vision and hearing loss, thyroidism, cardiomyopathy, diabetes, pneumonia, fluid around the heart and extreme weight loss.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product information received, this device is not sold in the us, therefore this medwatch is being rejected.

Manufacturer narrative:
The complaint was received into the (B)(4) quality department (B)(6) 2012 with notification that no products would be returned for investigation. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.